Event description:
Baxter (B)(4) received a report that an infusor leaked during filling. The device was being filled with a solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. However, during the functional leak test, leakage was observed at the junction of the tubing and the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the confirmed leak was determined to be insufficient solvent due to operator oversight during assembly. As a result of this incident, corrective action training was performed in january 2012. Complaint sample was manufactured prior to training.